Manufacturer narrative:
Due to character limit in the e1 section event site address, the full event site address is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump loop was leaking during the use of the device, and other equipment was promptly replaced, causing no personal injury.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions, investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d10(concomitant products).

Event description:
N/a

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11.

Manufacturer narrative:
Corrected fields: d4-UDI number. Updated fields: b4, d9, e2, e3, g3, g6, h2, h6- type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the safety disk as it had exceeded 6,000,000 cycles. The unit passed all factory-specified and safety index tests. The iabp was cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing department (fat) wayne. The failure analysis and testing department received part safety disk with a reported unit failure of loop leakage alarm. The failure analysis and testing department performed a visual inspection and found the part to be in good condition. The failure analysis and testing department installed part safety disk s into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual the fat department performed the all manifold tests of which the safety disk passed all testing. The fat department then booted the cardiosave into the clinical mode and performed an autofill to allow the cardiosave to pump. The cardiosave performed an autofill with no problem found. The fat could not confirm the complaint of a loop leakage alarm. The safety disk passed testing. Retaining the safety disk in the fat department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: g2 (report source).

Event description:
N/a